Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the seal tearing and subsequent lifting from the body is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.

Event description:
The event involved a tego connector where the customer reported that it was observed by home hemodialysis (hd) nurse that the 3rd session of hd was completed for the week. Removing tego for routine weekly change ¿ the outer silicone sheath was lifting from the yellow plastic body; silicone seal access noted to be collapsed into hub (vascular access line unknown). The event was noted during use on patient for 7 days and with no medication. The set was not reprocessed or re-sterilized prior to use. There was patient involvement, no delay in therapy, no adverse event and no one was harmed as a result of the reported event.

Manufacturer narrative:
The device is not available for evaluation, however, it has nt yet been received.